Event description:
During a pulmonary vein isolation procedure, air was aspirated from the sheath after insertion of the brk needle. The brk needle was inserted into the swartz sheath for transeptal. Once the brk needle was inserted air was noted upon aspiration. The needle was repositioned with no resolve. The brk needle was exchanged and the issue resolved. The procedure was completed successfully without any patient consequences.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported air leak could not be conclusively determined.